Event description:
Three days after percutaneous coronary intervention (pci), the patient presented with multiple symptoms and subsequently expired from heart failure.

Manufacturer narrative:
This patient presented to the cardiac catheterization treatment for elective treatment of 2-vessel disease. Pre-procedure medications included clopidogrel sulphate 75 mg/day. Intra-procedure medications included clopidogrel sulphate 75 mg/day and heparin 8,000 units. Pci was first performed on a de novo lesion in the mid to proximal left anterior descending artery (lad) of 27.5mm in length in a 2.31mm vessel diameter. The lesion was also classified as type c. Direct stenting was performed with a 2.5x28mm cypher stent at 20 atmospheres. Post-dilation was not conducted. Intra-vascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure. Pci was performed next on a de novo lesion in the mid to proximal right coronary artery (rca) of 11.23mm in length in a 2.73, vessel diameter. The lesion was also classified as type b. Direct stenting was performed with a 3.0x13mm cypher stent at 20 atm. Post-dilatation was not conducted. Ivus was conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was measured (over 250). Three days later, the patient complained of chest pain and developed cardiogenic shock. Abnormal ECG was observed. Under intra-aortic-balloon-pump, coronary angiography was conducted and thrombus was observed in both of the stents. To treat the thrombus, plain old balloon angioplasty (poba) was conducted. During the treatment, the patient passed away. A postmortem was not performed. The physician commented that the possible cause of the thrombotic event was because aspirin was not taken because the patient got bad. The cause of the death event was due to heart failure. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with this patient that were reported under the following manufacturing numbers 9616099-2007-01415 and 9616099-2007-01416.